Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis. It was reported that on (B)(6) 2012, two clips were successfully implanted in the patient with functional mitral regurgitation. After the mitraclip procedure, the mean gradient pressure was 6 mm hg. On (B)(6) 2017, an echocardiogram found the mean gradient pressure had increased to 8 mm hg, which was considered moderate mitral stenosis. No treatment was given. No additional information was provided.